Manufacturer narrative:
The returned instrument is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The arsenal navigation driver sheared off while attempting to inserter a screw. The detached tip broke off inside the screw but was retrieved without issue.

Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload. Alphatec spine navigated reusable instruments are intended to be used during the preparation and placement of alphatec screws during spinal surgery to assist the surgeon in precisely locating anatomical structures in either open or minimally invasive procedures.